Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of inaccurate dosing was not confirmed through log analysis or replicated during testing of the suspect pump modules. Thorough laboratory testing of the suspect pump modules confirmed their performance was within specified parameters, with no errors or malfunctions detected. The external and internal inspection of the suspect pump modules identified no issues or anomalies that could have contributed to the reported issue. The logs from both the pcu and pump modules were retrieved to determine the details of the reported event. According to the facility, the event occurred on 02jan2026; however, the time was not reported. A review of the pcu and pump module error logs did not reveal any errors that may have contributed to the reported event. A review of the event logs identified the following infusion-related activities: for pump module s/n:(B)(6), the last infusion-related activity on the reported date occurred on (B)(6) 2026 at 11:45 am, when an infusion was programmed and started in the same minute at 340ml/hr with a vtbi of 185ml. At 11:46 am, a partial patient side occlusion alarm was recorded with a pvi of 5.157ml, and the infusion was restored during the same minute. At 12:14 pm, an air in line alarm was recorded, after which the channel off key was pressed and the unit powered off with a total volume infused (tvi) of 163.139ml. For pump module s/n: (B)(6) , the last infusion-related activity on (B)(6) 2026 occurred at 12:21 pm, when an infusion was programmed and started in the same minute at 200ml/hr with a vtbi of 340ml and a pvi of 320.913ml, an accumulated value from prior infusions. During the same minute, an occluded patient side alarm was recorded and the unit was silenced. The infusion was restored at 12:22 pm. At 1:59 pm, an air in line alarm was recorded, after which the channel off key was pressed and the unit powered off with a tvi of 645.184ml. For the remaining pump module, no infusion-related activity was observed on the reported event date. The most recent infusion-related activity for this module occurred on (B)(6) 2026 at 3:53 pm, when an infusion was programmed and started in the same minute at 46ml/hr with a vtbi of 20ml and a pvi of 34.511ml, an accumulated value from prior infusions. At 4:15 pm, an air in line alarm was recorded and the channel off key was pressed, powering off the unit with a tvi of 51.092ml. According to the bd alaris system v12.3.1, proper operation of the system requires that users be familiar with its features, setup, programming, infusion sets, and accessories. The manual emphasizes that incorrect entry of drug amount or diluent volume may result in an over- or under-infusion and advises verifying parameters before starting the infusion. Inspection of the returned incident administration set did not identify any issues or anomalies that could have contributed to the reported issue. There was patient involvement, but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of inaccurate dosing was not identified during the investigation. The returned pump modules were fully evaluated, and no issues or anomalies were observed during sample inspection, log review, and laboratory testing that could have contributed to the reported issue. Note that this report lists imdrf annex a09, a070908, c07, c1601, d15, d0302, g04090, g03005 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was that there was a dosing issue with an infusion of an unspecified medication. The intended dose was not delivered in the expected timeframe. There was patient involvement, but no harm.